Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The customer was advised to replace the central processing unit (cpu) printed circuit board (pcb). The customer reported that the cpu pcb might have a low battery. The battery was replaced and the unit passed with no errors. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator displayed a critical alarm on the screen while setting up for patient use. The ventilator was not in use on a patient at the time of the event occurred.